Manufacturer narrative:
Vyaire medical file identification: (B)(6). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Additionally, purchase order of the avea uim (user interface module) has been processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had uim (user interface modue) issue of not powering on. Furthermore, there was no patient involvement reported with this event.